Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (e. Coli, esbl) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 7 of 8.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) with klebsiella aerogenes, escherichia coli, proteus mirabilis, klebsiella pneumoniae and serratia marcescens when using phoenix panel nmic-306 (catalog number 449292) batch number 4289942. The customer did not return panels but returned isolates, phoenix generated lab reports and binary files for the investigation. The phoenix generated lab reports show high mic mem with klebsiella aerogenes, escherichia coli, proteus mirabilis, klebsiella pneumoniae and serratia marcescens when using the complaint batch. To investigate, retention panels of the complaint batch were tested using customer returned isolates k. Aerogenes n806007690, e. Coli n80815124, e. Coli n81401833, p. Mirabilis n81600821, e. Coli n818021141, k. Pneumoniae n80502111, s. Marcescens n807007492 and k. Pneumoniae n81316418 on a phoenix m50 machine and evaluated for etp mic results. Also, control panels from the same material but different batch were tested using customer returned isolates k. Aerogenes n806007690, e. Coli n80815124, e. Coli n81401833, p. Mirabilis n81600821, e. Coli n818021141, k. Pneumoniae n80502111, s. Marcescens n807007492 and k. Pneumoniae n81316418 on a phoenix m50 machine and evaluated for etp mic results. All panels tested returned the expected sensitive mics for etp, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (e. Coli, esbl) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 7 of 8.